Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported right side textured to smooth implant exchange and rupture confirmed via ultrasound. Physician later reported a "rippled" and "macrocalcifications" via mammograph. "Extracapsular material" was reported via ultrasound. The following events are not related to the device, "cyst" and "small nodule". The device has been explanted and replaced

Event description:
Physician reported right side textured to smooth implant exchange and rupture confirmed via ultrasound. Physician later reported a "rippled" and "macrocalcifications" via mammograph. "Extracapsular material" was reported via ultrasound. The following events are not related to the device, "cyst" and "small nodule."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported right side textured to smooth implant exchange and rupture. Device remains implanted.